Event description:
The reporter stated the surgeon was inserting a 19.0 diopter single piece collamer lens using a sfc-25 fp cartridge, but the delivery was not smooth resulting in the lens not sitting properly. The lens was removed and replaced with no patient injury.

Manufacturer narrative:
The cartridge was not returned for evaluation. However, the lens was received and visual inspection found no visible damage to the lens. There is evidence of clear surgical residue.